Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported subsidence and migration of the implanted charite disc. The device was explanted and spinal fusion was performed.